Event description:
Patient was revised to address groin pain. The surgeon felt the cup was not medialized and that soft tissue was rubbing on the cup. A brown fluid was seen, and osteolysis was also reported.

Manufacturer narrative:
Patient was revised to address groin pain. The surgeon felt the cup was not medialized and that soft tissue was rubbing on the cup. A brown fluid was seen, and osteolysis was also reported. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.